Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: stapler was reloaded. Did first fire which was fine. On the second firing the knife cut but the staples didn't deploy on the side. Due to this incident the lap procedure had to be changed to an open one and this extended the operating time by more than 30 minutes. And the tissue was sutured. Pt is fine. No other unanticipated issues arose due to this event.